Event description:
During an ercp, the physician used a wilson-cook soft wire memory basket to remove a stone from the ampulla. During the procedure the stone became impacted with the basket. A mechanical lithotriptor was used over the basket to manually crush the stone. During lithotripsy, the basket wires broke and separated from the lithotriptor handle. The stone extraction basket wires were cut and removed from the endoscope. The pt underwent surgery the next day for removal of the stone and basket wires.